Event description:
The customer complained of multiple questionable results for 6 patient samples that were tested on their cobas integra 400 plus. The event occurred after they changed both probes on the integra 400 plus. The customer did mention performing ise qc testing prior to testing of patient samples. From the data provided, a reportable malfunction was provided for crej2 creatinine jaffé gen.2, ca2 calcium gen.2, and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation for 1 patient sample. The initial crej2 result was 0.8 mg/dl. The same patient sample was tested on a vista system with a crej2 result of 1.68 mg/dl. The initial ca2 result was 6.2 mg/dl. The same patient sample was tested on a vista system with a ca2 result of 8.4 mg/dl. The initial altl result was 14 u/l. The same patient sample was tested on a vista system with an altl result of 23 u/l. The erroneous results were released outside of the laboratory but were questioned by a nurse. The results from the vista system were deemed to be correct. There was no adverse event. The customer stated that after the discovery of the questionable results a water leak was found inside the integra 400 plus. The crej2 reagent lot was 31635601 with an expiration date of 31-oct-2019. The ca2 reagent lot was 33767201 with an expiration date of 31-jul-2019. The altl reagent lot was 32688001 with an expiration date of 31-may-2019. The analyzer alarm history gave no indication of an issue. For the qc data provided, the results appeared to be acceptable. The field engineering specialist found a sample probe issue. He removed and reinstalled the probes. He performed an accuracy check. He replaced all the reagents due to potential contamination from the leaking water. He verified the system by performing precision testing. The issue was resolved by the service activities performed and there were no further issues after the service visit.